Manufacturer narrative:
Tandem¿s t:flex pump user guide indicates: ¿never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer tapped "fill" and filled 10.2 units while connected to the pump. The customer stated that they were going to bolus this amount anyway and stated that it was not going to cause an adverse event. The customer's blood glucose level was 149 mg/dl and declined a follow up stating that they would be fine. The customer loaded a new cartridge successfully.